Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The male luer lock assembly was disconnected from the set at the tubing insertion point. The o.d. Of the tubing and the critical dimension of the male luer lock insertion area were measured per the applicable design specifications and found to be within specification. Traces of solvent on the tubing indicated that the tubing was inserted all the way into the female ll adapter. Visual inspection indicates that the amount of solvent applied at the joint may have been insufficient. Although no inventory remained of the reported lot, the house retains for the reported lot were subjected to a pull test at the bonded joints using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the joint integrity test.

Event description:
As reported by the sales rep per the user facility: as the IV set was attached to an IV catheter in the femoral vein, the floor was wet next to the pt's bed. Upon investigation, it was observed that the IV solution was infusing on the floor. The distal end spin lock was missing. It remained attached to the catheter in the pt's femoral vein. There was no pt injury. Add'l info provided by the user facility indicated a small amount of blood backed up in the tubing. The pt suffered no adverse sequela associated with the incident. The reported lot number is from the facilities current inventory and may not be representative of the actual lot involved.